Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to report # 2183959-2011-00093. On (B)(6) 2011, information received indicates an elevate anterior was implanted on (B)(6) 2010. Patient is now experiencing dermatitis and pruritus in multiple areas throughout the body", other than perineum/vagina. Additional information indicates the patient has received further treatment for allergic reaction. The cause of the allergic reaction is undetermined.